Event description:
The customer reported a fluid leak of approximately 3ml from the probe rinse block on a coulter hmx hematology analyzer with autoloader after running quality controls (qc) for which results were out. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found residue in the high vacuum tubing, causing weak vacuum at the rinse block and causing the probe to drip in secondary mode. He flushed the vacuum line from the rinse block to the vacuum chamber, which fixed the leak. The fse also found partial aspiration errors. He adjusted the primary and secondary aspiration pumps which fixed the problem. He also performed volume, conductivity, scatter (vcs) optimization to address no differential (diffs) on the abnormal abn ii control, which fixed the problem; however, the cause of the qc issue is unknown. The repairs were verified per established procedures. (B)(4).